Event description:
The customer reported being hospitalized due to hypoglycemia. The blood glucose reading was 30 mg/dl. Troubleshooting was performed. The customer stated that her husband tried to wake her up in the morning, but she was unresponsive, and her glucose reading was low. The husband gave her juice, but she still was not responding and the paramedics were called. The customer stated that she was not connected during the rewind/prime process. Reviewed the programming and found that the customer had bolused 2.5 units of insulin after she was already asleep. The customer stated that the easy bolus was turned off and she sleeps with the device on her waist. Explained the customer that the buttons may have been pressed while sleeping. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.